Event description:
Customer called to report that the needle that is a part of the transfer guard has broken off and is stuck in the reservoir. Customer stated that she could have stuck her finger with the needle if she had not noticed it before attempting to attach the set to the reservoir. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A visual inspection was performed and found the reservoir failed per inspection; the transfer guard needle was loose and attached to the septum. After the examination the transfer guard's adhesive indicates good attachment to the blue plastic, but not to the steel needle. The adhesive was hard next to the blue plastic and soft near the needle. The adhesive appeared under-cured.